Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the non-tortuous, non-calcified, 80% stenosed circumflex artery (cx). The physician advanced a 2.75 x 20 mm taxus liberte drug eluting stent, however, the taxus stent was unable to cross the lesion. Upon removal the taxus struts appeared deformed. The procedure was successfully completed with another 2.75 x 20 mm taxus liberte stent. No patient complications were reported.